Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and dizziness. The right ventricular (rv) lead exhibited undefined low impedance and a polarity switch. It rv lead was noted to have insulation damage. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.